Event description:
The customer reports: the luer-lock connection (brown head) falls off, and the sample only left brown head without catheter.

Manufacturer narrative:
(B)(4). Catalog # corrected to cs-14703. The customer returned a 3-lumen cvc for analysis. Signs-of-use in the form of biological material and adhesive residue was observed on the catheter. Visual examination of the returned sample revealed that the distal extension line was separated directly adjacent to the luer hub. Microscopic examination revealed that a portion of the extension line was still inside the luer hub. Additionally, the point of separation appeared jagged and rough edges, which is consistent with damage when undue force is applied to the line. The distal extension line from the juncture hub to the point of separation measured 85mm, which is consistent with the nominal value of 85mm per the catheter graphic. The distal extension line outer diameter measured .0846", which is within the specification limits of .084"-.088" per the distal extension line body graphic. The distal extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the distal extension line body graphic. A manual tug test confirmed that the proximal and medial extension lines were fully secured within the luer hubs. The IFU provided with the kit warns the user, "do not apply exc essive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the extension line. The point of separation appeared rough and jagged, indicating that undue force was applied to the extension line during use. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional user error (undue force) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the luer-lock connection (brown head) falls off, and the sample only left brown head without catheter.